Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger and anterior cuff were not returned. The posterior cuff was still loaded on the foot and the link still attached to the cuff. There was no needle strike mark on the foot. The link was pulled from the anterior cuff which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal. During the investigation, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred. It is unknown how hemostasis was achieved. There was no reported adverse patient sequale. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.